Event description:
Medtronic received the information regarding an imaging system being used outside of procedure. It was reported that "initializing system, please wait." The system will stay like this. The site had rebooted several times, but had not been able to pass this screen. No further information was given at the time of the call. No patient involved.

Manufacturer narrative:
(H3, h6): the parts were replaced power supply and adjusted voltage to 5.13volts. System is operational at this time.the part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination confirm reported complaint, "stuck in initializing". Visual inspections shows multiple components were electrically over stressed. 02, d02. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.